Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation and nonstructural dysfunction (in this case, non-functioning leaflet) are potential risks associated with the use of the valve bioprosthesis. In this particular case, the cause of the reported non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed /assessed as images of the procedure were not made available to edwards for review. Without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed. A potential cause for this type of event is low placement of the valve (too ventricular), which could lead to overhanging leaflet, and reduced coaptation of the valve, however, this cannot be confirmed for this case. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, complication management, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards territory manager (tm), during the transapical tavr procedure, transoesophageal echocardiogram (tee) showed that only two leaflets were moving, resulting in severe central aortic insufficiency (cai). Per report, the valve had been deployed in a 50/50 position. In order to troubleshoot, the physician decided to pull the amplatz extra stiff wire, however, there was no improvement in the cai. The physician team then gently tried to manipulate the leaflet with the pigtail but had no success in reducing the ai. The decision was then made to deploy a second 23mm sapien valve which was placed exactly within the first sapien valve and both the central ai and the hemodynamics greatly improved. The patient remained in a stable condition throughout the procedure. Per report, the patient¿s aortic valve and root were moderately calcified and the first sapien valve was positioned and deployed in an intended 50:50 position.